Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a failure to sense was not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the implant procedure, after the right atrial (ra) lead was placed into the cardiac tissue, there was a loss of sensing noted. A new lead was used to complete the procedure and the patient was stable with no consequences.